Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate shock due to noise and it was advised to replace the device and lead. Patient condition is currently unknown.

Manufacturer narrative:
The reported field events of inappropriate therapy, noise, and high ventricle pacing lead impedance were all confirmed. Analysis of the device in the lab showed the cause of all three anomalies was due to a component failure. Patient was in good condition after the procedure.